Event description:
It was reported that during preparation of an ultrasound guided kidney biopsy, the device allegedly self activated. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed incomplete cannula tang engagement, and upon disassembly it was noted that the right bumper was bent within the device housing. Therefore, based upon the automatic firing, the investigation is confirmed for cannula self-activation. The bent bumper possibly contributed to the reported and identified self-activation, however, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: d10, h3, h6 (method, results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Method, results 1, conclusion 1. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2020).

Event description:
It was reported that during preparation of an ultrasound guided kidney biopsy, the device allegedly self activated. It was further reported that the procedure was completed with another device. There was no patient contact.